Manufacturer narrative:
H3 other text : device serviced by third party service center.

Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was connector oxide and corrosion present in device. There is no allegation of serious or permanent harm or injury. During the evaluation of the device, the third-party service visually inspected the device and found evidence of foam degradation. The device was scrapped.

Manufacturer narrative:
The manufacturer received information in relation to a dreamstation bipap avaps30 unit. The device was returned to a third party service center. During visual inspection of the device, it was determined the power connector of the unit was corroded. Device was scrapped at customer's request. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.